Event description:
Customer reported to beckman coulter, inc. (Bec) that the flow cell of the unicel dxc 600 synchron system was leaking. Customer reported that erroneous results were not generated.there was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer (fse) reconnected 3 tubes and changed the carbon dioxide (co2) membrane. The fse verified the repair was performed per established procedures. Root cause is unknown.

Manufacturer narrative:
(B)(4)